Manufacturer narrative:
During the onsite investigation, the service tech replaced the bed controller. Root cause was determined to be a faulty bed controller. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports sometimes the bed does not react in the z-direction. Customer has to move the joystick several times until the z-axis moves. No patient harm reported.